Manufacturer narrative:
Used (B)(6) 2022 (first day of the bsc aware date month) as the event date was not provided.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the left anterior descending artery (lad). A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment and was inflated at 8 atmospheres. However, when they came down with the balloon and pulled back the shaft, the stent detached from the balloon post inflation. The stent moved up the lad and was left in the middle left anterior descending artery. The procedure was completed successfully. There were no patient complications reported.

Manufacturer narrative:
Used 01-apr-2022 (first day of the bsc aware date month) as the event date was not provided.

Event description:
It was reported that stent dislodgement occurred. The patient presented with coronary artery disease (cad). The target lesion was located in the left anterior descending artery (lad). A 2.25 x 16mm synergy xd drug-eluting stent was advanced for treatment and was inflated at 8 atmospheres. However, when they came down with the balloon and pulled back the shaft, the stent detached from the balloon post inflation. The stent move up the lad and was left in the middle left anterior descending artery. There were no patient complications reported. It was further reported that the stent was deployed under nominal pressure and was not well apposed before it moved. The stent was post dilated at nominal pressure after it migrated.